Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint could not be confirmed. However, the customer returned an introducer needle with a guide wire inserted through it. The guide wire had numerous kinks including a severe one at 2 mm from the distal weld indicating the insertion difficulty was encountered. The wire was able to be removed with minimal resistance. Both the od of the wire and the ID of the needle were found to be within specification. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the reanimation unit, during the insertion of the central venous catheter the guide wire remained stuck in the advancer / trocar. A second catheter had to be opened and the patient was punctured again because the trocar had to be removed to get the guide wire.